Event description:
Pt experienced major problems immediately following surgery. After 3 months of therapy, pt couldn't function as normal. Pt could not climb stairs, had to use walker and had fallen eight times. After seeing specialist, the physician stated that the knee was loose due to incorrect size and was impinging the nerve and tendon. The nerve and muscle were "ate up." Pt had a revision in (B)(6) 2010. Pt has no more pain or problem with ambulation.